Event description:
Boston scientific received information that that this left ventricular lead displayed loss of ventricular capture. Fluoroscopy was performed where it was determined the lead had dislodged and was pulled back into the patient's atrium. The patient was seen for a lead revision procedure where the lead was repositioned. The local boston scientific field representative reported that the suture sleeve for the lead was unable to be visualized and may have moved down the lead. There were no adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.